Manufacturer narrative:
A general reagent issue was excluded. The investigation did not identify a product problem.

Manufacturer narrative:
The cobas e411 rack serial number was (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received a questionable result for one patient sample tested with elecsys troponin t hs on a cobas e411 rack. The first sample initially resulted in a troponin t hs value of 368 pg/ml at 11:58 a.m. The second sample initially resulted in a troponin t hs value of 26 pg/ml at 01:18 p.m. The repeat of the first sample resulted in a troponin t hs value of 372 pg/ml at 01:48 pm. The repeat of the second sample resulted in a troponin t hs value of 404 pg/ml at 2:25 p.m. The tube was decanted, re-centrifuged, and resulted in a troponin t hs value of 394 pg/ml at 03:17 p.m.